Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 480 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had no delivery alarm changes reservoir, infusion set, started fresh put new set in worked for a while then no delivery alarm. The customer stated that they inserted new set delivered then no delivery alarm and all day no delivery alarm. Customer states the insulin exited. Customer was able to remove set at that time to test site portion of infusion set. Customer states the cannula was not bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.